Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Livanova field service engineer confirmed the event, due to a crack in the internal t-tube connector of the cardioplegia tank. Therefore, this component was replaced and, after performing all the functional tests with positive results, the unit was sent back to customer in its expected function.

Event description:
Livanova deutschland received report about a heater-cooler 3t system leaking massively on the floor. The issue has occurred during priming. There is no report of patient/user injury.